Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 257 mg/dl. It was found there was a crack on the corner of the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.